Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient encountered a message that said internal device has lost all data. They thought this was an issue with the communicator so they took the bandage from surgery off and placed the communicator over the implant site. They encountered the same message. The patient was redirected to their healthcare provider to further address the issue.